Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported the outer casing was broken. The functional evaluation found that the device could not generate and control negative pressure, establishing a relationship between the device and the reported event. The root cause was identified as a defective vacuum pump. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during inspection the device was very noisy. During service evaluation the renasys go device was found unable to generate and control negative pressure due to a defective vacuum motor. No case involved.